Event description:
It was reported that the implantable cardioverter defibrillator alerted due to repeated low out-of-range pace impedance on the right ventricular (rv) lead. No signal noise was observed on the rv channel, and it was noted that the patient had recently received appropriate therapy for ventricular fibrillation. The rv lead remains in service at this time and no adverse patient effects were reported. It was additionally reported that the patient was admitted to the hospital for consideration of options. The rv pace impedance had been between 220 ohms and 250 ohms over the past year and had recently decreased to below 200 ohms. The shock impedance was stable at 55 ohms to 65 ohms and the threshold had become slightly elevated over past measurements at 1.5 v at 0.4 ms. X-ray did not reveal any lead abnormalities (bends or kinks). It was noted that the patient had undergone a medication change and a procedure (details not provided ) in (B)(6) 2022, around the same time that the impedance decreased. The physician planned to continue to monitor the situation.